Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that a pt was commenced on a morphine infusion at 1500hrs, given 1mg bolus at 1500 hrs, roller clamp below the pump module was left open and infusion turned off at pump at 15:30 hours. When nursing staff disconnected the line from the pt's vascular access device at 1800 hrs, 25ml of fluid was unaccounted for, hence thought it had free flowed. Pt initially experienced decreased conscious state. Pt required re-intubation due to side effect of morphine. Although requested no add'l event or pt info provided.